Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) and possible inappropriate shocks due to supraventricular tachycardia (svt). Additionally, it was noted that the atp seemed to accelerate the rhythm into possible ventricular tachycardia (vt). Technical services was consulted to review the data and discussed possible considerations. At this time, the device remains in service. No additional adverse patient effects were reported.